Event description:
Initial results for a patient ammonia was 4 and -2 ug/dl. When repeated on another analyzer, the results were 198 and 201 ug/dl. The incorrect results were not used to guide therapy. The field service rep was unable to determine a cause for the discrepant results.